Event description:
In 2009, the lay user/patient in france contacted lifescan (lfs) to report the onetouch ultra2 meter was displaying the battery indicator symbol. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. Since the previous month, the patient had noted the reported meter was displaying the battery indicator symbol; she was unable to test her blood glucose levels. The patient takes insulin on a sliding scale based on meter readings. On the day prior to original date at 5:00 pm, the patient reportedly experienced the symptoms of weakness, blurred vision, and she felt hypoglycemic. The patient administered self-treatment with food and a drink, and felt better afterwards. Earlier on the day of this event, the patient had taken her normal meals and ten units humalog insulin before breakfast and lunch. The patient claimed to have done more physical activity than usual on that day. The patient takes humalog insulin with meals on a sliding scale, and lantus insulin 16 units at night. The patient tests her blood glucose level four times per day. Her expected blood glucose readings range from 130 mg/dl to 300 mg/dl. During the troubleshooting telephone call, the technical service representative determined this was not a new meter, and that the patient had not replaced the meter's battery as recommended by the manufacturer. The patient had not replaced the meters' battery as recommended. The patient claimed to have experienced symptoms suggestive severe hypoglycemia one week after not being able to test her blood glucose levels due to the meter power issue, and she received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.